Manufacturer narrative:
(B)(4). The customer reported needing info on using the AED mode on infants. The customer used the AED function on a 4 month old infant. It was used by paramedics as a last resort based on pals standards. The involved pt died but the involved paramedics and emergency room physician stated the device was not a factor in the outcome. The date of the incident is not yet known. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.

Event description:
The customer reported needing info on using the AED mode on infants.